Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a loose and damaged conductor wire. The customer used a backup mcs instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use with no issue. There was no sign of thermal damage or arcing during the procedure. The issue was resolved with a backup instrument. There was no fragment falling into the patient¿s anatomy. The procedure was delayed about five to ten minutes.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint of broken instrument wire. The instrument was found to have a broken grip cable at the distal end.